Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was alarming for low inspiratory pressure and no airflow came out of the unit. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's 43-micron filter and active exhalation control valve were replaced to address the issue. In addition of the above evaluation, the device's blower and flow sensor assembly were replaced due to white powder and dirt. The device's stirring fan foam was also replaced in accordance with replacement of blower. The technician performed repair test, alarm check, battery check, run in tests and cleaning then confirmed the unit operated properly. The device's software was uploaded. The active exhalation control module was evaluated by the manufacturer's product investigation laboratory (pil) and found the active exhalation control module functioned as designed and operated without issue or error codes.

Event description:
The manufacturer received information alleging a ventilator was alarming for low inspiratory pressure and no airflow came out of the unit. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's 43-micron filter and active exhalation control valve were replaced to address the issue. In addition of the above evaluation, the device's blower and flow sensor assembly were replaced due to white powder and dirt. The device's stirring fan foam was also replaced in accordance with replacement of blower. The technician performed repair test, alarm check, battery check, run in tests and cleaning then confirmed the unit operated properly. The device's software was uploaded.